Event description:
A customer reported that their coulter lh 750 hematology analyzer generated erroneous low wbc, rbc, hgb, plt results from a patient sample which was drawn in the emergency room. The sample was a cold agglutinin and was warmed before running it on manual mode on the coulter lh 750 hematology analyzer. The results were reported out of the laboratory. The patient was admitted to the hospital due to his medical condition (copd and other respiratory issues) and not for the erroneous low results. Upon admittance into the hospital, a second sample was drawn and retested along with the rerun of the initial patient sample; which the customer considered correct. The sample was collected in 3.5 ml edta tube. The customer ran control before the incident and the results were within range. The unit is currently performing within qc specifications within respect to controls (accuracy) and reproducibility (precision).

Manufacturer narrative:
On (B)(4) 2012, a field service engineer (fse) was on site and indicated that the problem reported was not observed directly while verifying system. The problem appears to be related to manual mode aspiration as this is the mode run the problem occurred on. Per fse, it seemed like the first sample run after compressor reactivated was false low on main cbc dilution parameters. The mcv was not affected. The sample was also reported to be a cold agglutinin and was warmed before running it on manual mode. Failure mode is unknown since the problem was not observed during verification.